Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a high hvli measurement. The cause was due to an anomalous connection issue within the hybrid. Reliability laboratory technician; st jude medical crmd reliability laboratory; failure (event) observed during analysis.